Manufacturer narrative:
Other devices involved in this event: heartware ventricular assist system - battery: battery / (B)(4)/ model #1650 / expiration date: 2017-06-30. (B)(4) device available for evaluation?: no. Mfg date: 2016-06-30. Labeled for single use?: no. Heartware ventricular assist system - battery: battery / (B)(4)/ model #1650 / expiration date: 2017-08-31. (B)(4) device available for evaluation?: no. Mfg date: 2016-08-31. Labeled for single use?: no. Heartware ventricular assist system - battery: battery / (B)(4)/ model #1650 / expiration date: 2017-08-31. (B)(4) device available for evaluation?: no. Mfg date: 2016-08-31. Labeled for single use?: no. Heartware ventricular assist system - battery: battery / (B)(4)/ model #1650 / expiration date: 2017-08-31. (B)(4) device available for evaluation?: no. Mfg date: 2016-08-31. Labeled for single use?: no. Heartware ventricular assist system - battery: battery / (B)(4)/ model #1650 / expiration date: 2017-08-31. (B)(4) device available for evaluation?: no. Mfg date: 2016-08-31. Labeled for single use?: no. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient continues to have intermittent beeps from controller. Single tone, randomly occurring, though patient states, seems to happen with activity, like bending over. Controller was exchanged about 6 weeks ago and batteries were exchanged at this time. Hospitalization was required for this issue as well for fatigued and at times shortness of breath. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: failure analysis of the returned (B)(4) revealed that the devices passed visual inspection and functional testing. The log file analysis revealed that the battery (B)(4) did not participate in the reported event date within the analyzed period. Detailed investigation results will be provided in a final report. Battery / (B)(4), device available for evaluation: yes. Returned date: 2018-02-01, device evaluated by MFR: no. Device anticipated but not yet begun. Battery / (B)(4), device available for evaluation: yes. Returned date: 2018-02-01, device evaluated by MFR: no. Device anticipated but not yet begun. Battery / (B)(4), device available for evaluation: yes. Returned date: 2018-02-01, device evaluated by MFR: no. Device anticipated but not yet begun. Battery / (B)(4), device available for evaluation: yes. Returned date: 2018-02-01, device evaluated by MFR: no. Device anticipated but not yet begun. Battery / (B)(4), device available for evaluation: yes. Returned date: 2018-02-01, device evaluated by MFR: no. Device anticipated but not yet begun. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:six batteries (bat322779, bat322075, bat322798, bat322771, bat322757 and bat320923) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and the controller were stable. Log file analysis revealed that the controller, con305105, in use during the event date contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving bat322779, bat322075, bat322798, bat322771 and bat320923. Momentary disconnections will result in an audible tone. This was most likely perceived by the patient as the reported intermittent beeps. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. Brand name: battery / bat322075, correction: : yes. Brand name: battery / bat322798 correction: device evaluated by MFR: yes. Brand name: battery / bat322771 correction: device evaluated by MFR: yes. Brand name: battery / bat322757 correction: device evaluated by MFR: yes. FDA results code(s): 213. FDA conclusion code(s): 71. Brand name: battery / bat320923 correction: device : yes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.